Event description:
Philips received a complaint on the als m3535a (heartstart mrx monitor/defib) indicating that the device is failing the defibrillation test. The event was outside of use and there was no reported patient nor user harm. The customer was informed the mrx had reached the end of life (eol) and end of service (eos), therefore service could no longer be completed on the unit and there are no parts available for repair. Eol letter was sent to the customer. The customer is resolving the issue on their own. No repairs were performed by philips. The device remains at the customer site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : device is end of life / end of support.